Event description:
While performing endoscopic harvesting of the left saphenous vein, smoke was observed coming from the tip of the hemapro tunneling and coagulating devices. These devices were immediately removed from the pt's leg and operative field. Continued the case without further incident to the pt.